Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The evaluation included microscopic, fluid pressure, and simulated use testing. The reported problem of leak when the twist clamp was opened was unable to be verified. The assignable cause was undetermined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was a leak from the transfer set with the twist clamp was opened. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.